Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 231 mg/dl. Troubleshooting found the customer's drive support cap was sticking out. Customer stated they did not press on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and or protruded drive support disk. Compromised force sensor system alarm was not verified due to motor error alarms. The device had cracked case at display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads, broken belt clip slot, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.